Manufacturer narrative:
The AED was received with electrodes that aren't marketed by cardiac science. A technical review of the rescue data downloaded from the AED was performed. During its first analysis session, the AED determined the patient had a shockable rhythm. The AED didn't finish charging to prepare for shock delivery. There are annotations that the lid was closed and reopened while the AED was charging. The rescuer stated the AED had prompted them to deliver a shock; however, since the AED hadn't completed charging, it didn't prompt the rescuer to press the shock button. Pressing the shock button before the AED is charged wouldn't deliver a shock. After the lid open annotation, the device analyzed the patient's rhythm again and detected the patient's asystole/fine vf rhythm as nonshockable. The AED then prompted for CPR. Device testing was started and the AED failed the incoming energy test on the first simulated shock. Three (3) incoming simulated shocks are required and there were no problems with either the second or third shocks. The investigation is continuing.

Event description:
The fire department responded to a call of a patient fainting. One of the fire department rescuers checked the patient's breathing and pulse and was unable to detect either. CPR was started and the AED was attached to the patient. The AED analyzed the patient's heart rhythm and then advised it was charging. The AED prompted to press the button to deliver a shock. The user confirmed everyone was clear of the patient and then pressed the button. There was no movement of the patient. After a couple of seconds, the AED prompted the rescuers to continue CPR. Ems arrived about that time and wanted to move the patient into the ambulance as soon as possible. The AED's lid was accidently closed when preparing to move the patient, but was immediately reopened. Ems asked to disconnect the AED just before the patient was moved to the ambulance. Ems used their own equipment and delivered shocks to the patient. The patient regained a pulse on the way to the hospital. After the event, the user noticed that the AED's rescue data showed the lid was closed about the time he had pressed the shock button and after a few seconds it showed the lid was opened and went back into analysis mode. The user stated the lid did close once just before the patient was lifted to the stretcher after ems arrival, but it did not close after the charge sequence and when the rescue button was pressed.

Manufacturer narrative:
The AED was returned and review of the self-test history showed a lid close/open event with the lid remaining open and not closing. The AED failed the incoming energy test on the first simulated shock. Three (3) incoming simulated shocks are required and there were no problems with either the second or third shocks. Review of the data generated by the incoming energy test showed a lid close/open event right after the first charge sequence. The investigation found replacement of the u438 microcontroller corrected the customer's reported complaint of an improper lid closure event. The probable root cause of the reported problem is a soldering issue at u438 or a possible u438 component failure.

Event description:
The fire department responded to a call of a patient fainting. One of the fire department rescuers checked the patient's breathing and pulse and was unable to detect either. CPR was started and the AED was attached to the patient. The AED analyzed the patient's heart rhythm and then advised it was charging. The AED prompted to press the button to deliver a shock. The user confirmed everyone was clear of the patient and then pressed the button. There was no movement of the patient. After a couple of seconds the AED prompted the rescuers to continue CPR. Ems arrived about that time and wanted to move the patient into the ambulance as soon as possible. The AED's lid was accidently closed when preparing to move the patient, but was immediately reopened. Ems asked to disconnect the AED just before the patient was moved to the ambulance. Ems used their own equipment and delivered shocks to the patient. The patient regained a pulse on the way to the hospital. After the event, the user noticed that the AED's rescue data showed the lid was closed about the time he had pressed the shock button and after a few seconds it showed the lid was opened and went back into analysis mode. The user stated the lid did close once just before the patient was lifted to the stretcher after ems arrival, but it did not close after the charge sequence and when the rescue button was pressed.